Event description:
It was reported that, 'rep was showing surgeon, the new reflex upgrade system for a case. The surgeon wanted to see plate & screw after screwing in screw into plate the extraction screwdriver would not drive the screw out. The final outcome was the screwdriver shaft was bent. However, by doing this, the plate and screw was damaged. At the time, did not know the shaft was bent until further investigating at the office. Were able to use a different screwdriver and backed out the screw".